Event description:
It has been reported that the bd veritor ¿ at-home covid-19 test ¿has been found producing a false negative result. A different brand test was used for confirmatory testing. There was no report of patient impact. (B)(4). The following has been provided by the initial reporter: customer reported that they received a false negative test result via the veritor at-home test kit.

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter: address unavailable. Bd corporate address used. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H.6. Investigation: this summarizes the investigation results regarding a complaint that alleges ¿customer received a negative covid result¿ via the bd veritor at home covid-19 test (material # 256094), batch number unknown, ¿despite the presence of covid symptoms and testing on the binax now kit immediately revealed a positive result¿. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. A trend analysis for false negative was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.

Event description:
It has been reported that the bd veritor ¿ at-home covid-19 test has been found producing a false negative result. A different brand test was used for confirmatory testing. There was no report of patient impact. Eua#(B)(4). The following has been provided by the initial reporter: customer reported that they received a false negative test result via the veritor at-home test kit.